Manufacturer narrative:
A patient had their system explanted and replaced due to lead migration was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14646. It was reported one of the patients leads had migrated. As a result, surgical intervention was undertaken wherein the system was explanted and replaced with a system for a different therapy mode. Note: it is unknown which lead migrated so both leads are reported.